Event description:
It was reported that the evita 4 went out during preparation for transfer to helicopter transport and would not have continued to ventilate. It was reported that due to the situation (including a change in vital sign monitoring), the deterioration in vital signs was not noticed immediately and the patient passed away. The doctors responsible could neither confirm nor completely rule out whether the failure of the ventilator was the cause of death. According to the doctors, the ventilator display was black. The device could be restarted immediately and functioned without any problems. It was not possible to say for certain whether the device had alarmed the malfunction. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be traced. The device was operated in bipap asb ventilation mode during the event. During ventilation, the device issued the alarms ¿mv low!!!¿, ¿mv high!!!¿, ¿tidal volume high!!!¿, ¿fio2 high!!!¿ and ¿etco2 high!!!¿ output. At 12:13 p.m. The device was switched to standby mode, which was alarmed as specified with ¿standby activated!!!¿ and then confirmed with the "alarm reset" button. At 12:19 p.m., the device was switched back into operation and again emitted the ventilation-relevant alarm messages. The device was switched back to standby mode and switched off by the user at 12:45 p.m.. The analysis of the logfile could not find any indication of a device malfunction. If the "standby" hardkey is pressed continuously for 3 seconds by the user during operation, evita 4 switches to "standby" mode and issues a visual and audible alarm with the warning "standby activated !!!". This alarm remains active until the user confirms the alarm by pressing the "alarm reset" hardkey. In standby mode, the patient can breathe spontaneously via the emergency breathing device. The device has behaved as specified and alerted the user acoustically and visually to the change to standby mode. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.